Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm balloon guide (bg8795u / 9134955), a 132cm cereglide 71 catheter (nic71132c / 31346431), and an embotrap iii 5 mm x 37 mm (et309537/24c138av) were used for a mechanical thrombectomy procedure to treat an occlusion of the left middle cerebral artery (mca). During the procedure, the user reported kinking/bending of the emboguard while in patient, and withdrawal difficulty of the embotrap into the guide/intermediate catheter after deployment. As a result, the thrombus could not be retrieved, and the procedure was terminated. There was no negative impact to the patient and their status was unchanged from pre-procedure. The event was reported as such, ¿the procedure was a mechanical thrombectomy of left middle cerebral artery occlusion. An 8fr sheath was placed via right femoral artery puncture. Attempted to advance the emboguard into the right internal carotid artery, but because the right common carotid artery was steep from the aorta (type iii), the emboguard got kinked during advancement. While shifting the kinked part of the emboguard, the cereglide 71 aspiration catheter and track 21 microcatheter were inserted to the lesion and the embotrap was deployed, however, stent deployment could not be controlled as desired due to kink in the emboguard. The stent was retrieved with considerable resistance. The thrombus in m1 could not be retrieved, and the procedure was terminated. There was no negative impact to the patient. Unchanged from pre-procedure. Continuous flush was done. The lesion was right internal carotid artery. Other concomitant devices were unknown.¿ additional information was received on 09-oct-2024. Summary: the information reads as follows, ¿the emboguard got kinked at 3 sites (13cm, 15cm and 17cm from the distal tip). By pulling the emboguard back to misalign the kinked parts from tortuous part of the vessel, it was possible to guide the cereglide 71, microcatheter, and the embotrap iii. However, due to pulling the emboguard proximally, the cereglide 71 was not long enough to advance the desired position, so it was placed a little proximal to the occluded lesion. Microcatheter was able to be advanced to the desired position, and then the embotrap iii was deployed. Thus, the embotrap iii was able to advance almost to the target position, while the cereglide 71 could not. Even in that state, the physician attempted to retrieve the thrombus by combined technique, but the entire system could not move halfway through, that was suspected as due to kinks of the emboguard, and the system was removed. The procedure was unable to retrieve the thrombus.¿ additional information was received on 10-oct-2024. Summary: per the limited information, no further information could be obtained regarding whether the events resulted in prolonged hospitalization, required medicinal treatment, if additional interventions are planned for this patient, clot characteristics, patient symptoms, nor patient demographics and medical history. Additional information was received on 21-oct-2024. Summary: per the information received, no additional intervention is planned for this patient. The event did not result in prolonged hospitalization. The clot was described as such, ¿seemed to be a red thrombus. Length and density were unknown.¿ it was further commented, ¿no medication was administered, because the patient was in a serious condition and the palliative treatment was selected.¿ patient symptoms were described as such, ¿symptoms of right hemiplegia, total aphasia, and unconsciousness was left. Patient demographics and medical history were reported as such, ¿85 years old, female, 40 kg, 157 cm. Medical history: chronic subdural hematoma. Post procedural untreated atrial fibrillation. Race: mongoloid.¿

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Difficulty withdrawing the embotrap device into the intermediate/guide catheter after deployment can result in unintended loss of access to the occluded treatment site requiring re-access with increased risk for vasospasm, emboli, vessel damage, ischemia or infarct, and/or the need for additional intervention. It was reported there was no negative impact to the patient. The IFU cautions users to never withdraw the device against significant resistance. In this case, the emboguard catheter become severely kinked, as to inhibit control of the embotrap as it was being deployed and caused considerable resistance when retrieving the device. As a result, the thrombus could not be retrieved, and the procedure was terminated. There were no reports of patient harm, and the outcome is a result of the patient¿s underlying disease process (index stroke). Therefore, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.